Event description:
The customer observed a falsely decreased sodium result on the architect c8000 for one patient. The customer provided the following data: normal range = 136-145 mmol/l. All results below from (B)(6) 2022 sid (B)(6). Initial result = 111 mmol/l. 2nd run result = 134 mmol/l. 3rd run result = 138 mmol/l. 4th run result = 137 mmol/l. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A final report will be submitted when the evaluation is complete. Patient identifier: (B)(6).

Manufacturer narrative:
Additional information provided for patient information: a2 age at time of event 51 a3 gender female

Manufacturer narrative:
The field service representative (fsr) inspected the instrument and determined cuvette dry tip was the likely cause. The fsr resolved the issue by replacing the dry tip. No additional discrepant result issues have been reported since the service activity was completed. An instrument service history review revealed no additional erratic or discrepant patient results reported for (B)(6).there were no service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending of the architect c8000 did not identify any trends associated with the complaint issue. A review of tracking and trending for the cuvette dry tip did not identify any trends. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the architect c8000 processing module for serial (B)(6) or the cuvette dry tip was identified.

Event description:
The customer observed a falsely decreased sodium result for a 51 year old female patient on the architect c8000 for one patient. The customer provided the following data: normal range = 136-145 mmol/l all results below from (B)(6) 2022 sid (B)(6) initial result = 111 mmol/l 2nd run result = 134 mmol/l 3rd run result = 138 mmol/l 4th run result = 137 mmol/l no impact to patient management was reported.